Event description:
Customer reported of a potential malfunction where at the beginning of a gated spect study, the detector head was set to start at-45 degrees. Yoke rotated in wrong direction (counterclockwise) from the -45 degree position onto a table that the pt was resting their arm on next to phs (pt handling system). Pt was untouched by the camera.